Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported through the surgical outcome system that a patient may have had an issue as a result of surgery involving arthrex implants. Upon further investigation it was discovered that a patient had a (B)(6) 2018 total shoulder arthroplasty procedure. (B)(6) 2018, a few days post surgery, the patient was experiencing inability to extend fingers. The patient was diagnosed with radial nerve palsy. Patient was able to extend wrist on (B)(6) 2019 but had difficulty typing. An emg was recommended. Patient was told nerve palsy would resolve within the year. The patient consulted with an orthopedic hand surgery specialist who suggested a tendon transfer for the nerve palsy. It is unknown if the patient has proceeded with a second surgery with another surgeon. The patient has had no further surgeries with the original surgeon. The following are the arthrex products that were implanted (B)(6) 2018: ar-9100-06s / lot: 10233337, ar-9106-01 / lot: 1027261806, ar-9142-17p / lot: 170097421.